Manufacturer narrative:
The balloon catheter was discarded by the hospital, so no returned producrt analysis will be available.

Event description:
During a ptca procedue, the balloon would not deflate. They continued to pull negative pressure until the balloon deflated enough to remove. No pt injuries or complications occurred.